Manufacturer narrative:
The returned device was evaluated. During evaluation the device would occasionally power itself off if the area around the power button was touched. However, the power button would not always turn the device on or off when using both ac power and battery. The keypad overlay was peeled off from the device and it was observed that the power button s9 on the keypad appeared concave and does not pop back up when pressed. The worn out power button s9 on the keypad caused the intermittent power issues. The alarm limits key did not turn the device on or off. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the unit shuts off when the alarm limit key is pressed. It will also turn on when the alarm limits key is pressed. No known impact or consequence to patient.